Event description:
It was reported that a rotawire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, the rotawire was advanced inside the patient's body and testing was done on the proximal end of the wire outside the body. It was noted that the rotaburr broke the rotawire at the distal end outside the catheter. The procedure was completed with another of same rotawire. No complications were reported and the patient' condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received attached via the handshake connection, however the housings were not attached. The handshake connection, sheath, coil and burr were microscopically and visually examined. The burr catheter handshake connection is bent. Microscopic examination of the device revealed that the annulus was damaged and not rounded. The coil is stretched and kinked at the handshake connection. As the wire used in the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device, but would not pass the damaged coil at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities. Lot number was corrected from 0022293410 to 22016149 expiration date was corrected from 05/25/2020 to 03/20/2020

Event description:
It was reported that a rotawire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, the rotawire was advanced inside the patient's body and testing was done on the proximal end of the wire outside the body. It was noted that the rotaburr broke the rotawire at the distal end outside the catheter. The procedure was completed with another of same rotawire. No complications were reported and the patient' condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received attached via the handshake connection, however the housings were not attached. The handshake connection, sheath, coil and burr were microscopically and visually examined. The burr catheter handshake connection is bent. Microscopic examination of the device revealed that the annulus was damaged and not rounded. The coil is stretched and kinked at the handshake connection. As the wire used in the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device, but would not pass the damaged coil at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a rotawire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, the rotawire was advanced inside the patient's body and testing was done on the proximal end of the wire outside the body. It was noted that the rotaburr broke the rotawire at the distal end outside the catheter. The procedure was completed with another of same rotawire. No complications were reported and the patient' condition was stable.